Event description:
Additional information received from a manufacturer representative (rep) on (B)(6)2018indicated the pump was replaced on (B)(6)2018 for normal battery depletion. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse dilaudid 2.0 mg/ml for a total dose of 0.0127mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable intrathecal pump. The indication for use was malignant pain and breast. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.